Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the blade broke off and fell into the patient. The surgeon retrieved the broken blade. It was not known how the blade was retrieved. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.